Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead had dislodged and exhibited high thresholds, loss of capture and oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead had dislodged and exhibited high thresholds, loss of capture and oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.